Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the insulin pump alarmed no delivery during a bolus attempt. The blood glucose reading was 155 mg/dl. The customer stated that troubleshooting had been completed during previous attempts to resolve the issue. It was determined that the alarm had been caused by insertion site and infusion set occlusions. He noted that he had not tried all remedies. Advised replacement of the insulin pump. Nothing further reported.